Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the up button was not working intermittently and been on going since (B)(6) 2014. Customer's blood glucose was 11.4 mmol/l. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.